Manufacturer narrative:
(B)(4). Date sent 7/1/2026. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Did the device lock-out (no staples deployed and no cut line started)? 2. If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout). 3. If the home button was pressed, did the knife fully return to its home position? 4. If the jaws could not be opened, how was the device removed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy they used echelon3000 stapler and gold gst reloads and seamguard reinforce. During the procedure of sleeve gastrectomy, stapler did not respond to unlock commands or the security system correctly. Patient status/ outcome / consequences. No,